Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an asymptomatic patient transmitted an alert indicating that a charge time limit had occurred on (B)(6) 2018. The patient was brought into the hospital on (B)(6) 2018 where capacitor charging was attempted. The attempts also timed out, so the patient was scheduled for a generator change. On (B)(6) 2018 the patient presented for surgery where the implantable cardiac defibrillator was explanted and replaced. The patient was stable after the procedure.